Event description:
It was reported that during an unknown procedure, the active blade of the device was broken. No patient consequences were reported.

Manufacturer narrative:
Date sent: 09/06/2007. Information anticipated, but unavailable at this time.